Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was missing from clevis. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding loose wire at the tip was confirmed by failure analysis.

Event description:
It was reported that during central processing, 8mm tenaculum forceps instrument had a loose cable. It is unknown if a fragment fell into the patient. There was no report of patient involvement.